Manufacturer narrative:
The track involved in this complaint was a linear kwiktrack rail supported by three anchor points. The visit at the customer facility was performed to repair the installation. Analysis of collected information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The initial reporter information was corrected. The track involved in this complaint was a linear kwiktrack rail supported by three anchor points. The visit at the customer facility was performed to repair the installation. The track was placed back in place and the end stopper was provided. The analysis of the all gathered information is still ongoing. The final conclusion will be provided in the next report.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo has become aware about the event with participation of the maxi sky 600 ceiling lift and kwiktrack rail. It was reported by the customer that the bracket is quite loose. At time of inspection it was established that the track installation has moved from the one hanger point. No track detachment occurred as it was still supported by another two anchor points. Neither injury nor harm was reported.

Manufacturer narrative:
On 13-aug-2018 arjo has become aware of the event with the participation of the maxi sky 600 ceiling lift and a linear kwiktrack rail supported by three anchor points. Following the information gathered, the installation track loosened in place of the third anchor point (opposite the charging station). Based on arjo technician opinion, this happened because the ceiling lift was moving along the track in the side of the charging station and hitting the end stopper (located at the end of the rail). Over the time, this compounding hammer effect and slight track movements led to dislocation of the track. As the rail was still supported by other two anchor points there was no track detachment. Neither injury nor harm was reported. Based on the collected information, the installation was assembled at this facility by a third-party company and was not under arjo service and maintenance contract. Moreover, no installation nor maintenance records were made available to arjo. After the event, the system was evaluated by arjo representative. The black wings of the installation bracket were visible what means that the bracket locking mechanism was in the open position. In result, the track may move along its brackets. As per system design, the kwiktrack rail is connected and supported to the hardware installation structure (inserted above the ceiling plate) by kwiktrack bracket attachments. Each bracket attachment is equipped with the black wings which should be aligned with the track at the time of installation to avoid movement of the track along its brackets. As per the track installation guide (001-11161-en) which includes the technical information about the system assembly, the bracket is blocked when the black wings are not visible and unlocked when the blacks wings are visible. In addition, there was no end stopper component installed at the end of the side rail. All these factors may lead to track installation misalignment. The installation has been already repaired by arjo representative. The track was refitted to the hanger point and end stopper was attached on the top side of the track. The testing was performed and the installation was confirmed to be according to the manufacturer's specification after the repair. When reviewing reportable complaints related to maxi sky 600 and similar ceiling lifts registered during the last 5 year, we have found a limited number of reportable complaints related to the similar issue. To conclude, the installation was unstable and from that perspective, the system was not up to the manufacturer's specification. It remains unknown whether at moment the malfunction was observed the maxi sky 600 ceiling lift was being used for resident transfer. Although no injury was reported to arjo, we have decided to report the complaint to competent authorities, due to the fact that such circumstances with patient attached on the ceiling installation rail system upon recurrence may pose a resident at risk.